Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported migration could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. In (B)(6) 2019, one clip was successfully deployed, reducing mr. One year later, the patient returned with recurrent mr due to disease of progression. The clip was stable on both leaflets. On (B)(6) 2020, the patient underwent a second mitraclip procedure. It was noted short posterior leaflets. One clip delivery system (cds) was advanced to the mitral valve and the clip grasped the leaflets fine. The clip was deployed, reducing mr. However, the clip seemed as if it moved. The clip remained stable on the leaflets. Additional treatment was not performed. One clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.